Manufacturer narrative:
Device received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a21,a17, motor error alarm. Battery out limited due to frozen display. Device received with cracked lcd window. The drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was flush. The customer¿s blood glucose level was 237 mg/dl. The customer stated that the insulin pump was shut off. The customer stated that they received multiple pump error. The customer stated that they was able to clear the alarm. The customer also stated that they was able to complete insulin pump rewind. The customer stated that the insulin pump had motor error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.